Manufacturer narrative:
Based on the current information provided, the cause of the blood in the sputum cannot be determined. System logs were not available for review.

Event description:
It was reported that after an uneventful ion endoluminal lung biopsy procedure, the patient had blood in their sputum. The target nodule was close to a highly vascular area, and blood vessels were crossing the nodules. Spearhead agkistrodon hemagglutinin was given intramuscularly and carbazochrome sodium sulfonate was given intravenous infusion to control the bleeding. The estimated blood loss was unknown. The patient's symptoms improved, and they fully recovered 5 days after the procedure. The physician believed that the event was not ion-related. The final diagnosis was adenocarcinoma. There were no other injuries reported. There was no device malfunction associated with the event.